Event description:
It was reported that this pacemaker went into safety mode while traveling. It was noted that the patient is pacer dependent and was symptomatic as a result of the safety mode. A generator changeout is planned. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The patient experienced dizziness and presyncope as a result of this event. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.